Event description:
It was reported a revision surgery will be performed on the right hip due to severe pain, loss of mobility and strength, loosening. Elevated levels of cobalt and chromium, cobalt toxicity and metallosis were also found.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bmhr head and stem were removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bmhr head, cup and bmhr stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although the cobalt and chromium levels were reported to be elevated, neither the levels nor the reports were provided. Without the implantation and pre-revision x-rays to determine initial implant anatomical placement and any micro-motion over time (for loosening), this cannot be ruled out as a contributory factor to the reported issue. Also, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, pain, loss of mobility and strength, loosening, cobalt toxicity, and metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.